Event description:
It was reported that the patient felt some pain in the left breast and was seen by a physician who thenn sent her to the emergency room. The lead was explanted because it was found that there was 3cm of the lead outside the heart. The patient is a young girl and has a small heart. No further pt complications have been reported.